Event description:
Caller reported cgm error 42. It was noted that there was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset and assisted the caller with the reset process. After the reset, the pump did not display the cgm error code again, and the caller successfully initiated their sensor session.